Event description:
An optometrist reported a case diagnosed with bilateral transient light sensitivity syndrome (tlss) based on symptoms, observed at one month post lasik treatment. Reporter indicated pt placed on increased topical steroid eye drops; however, exam findings were normal and pt had good visual acuity. Pt noted as stating severe light sensitivity both eyes for three days, and feeling unsafe to drive. Upon additional follow up, reporter indicated the pt issue was resolved. There are two reports related to this pt. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).